Event description:
It was reported that the surgeon inserted a 22.5 diopter aa4204vf silicone plate lens and the lens was torn by the injector. The lens was removed and replaced. There was no patient injury reported.

Manufacturer narrative:
Investigation results: the handpiece was received and tested. Testing of the reciprocating saw did not confirm that the handpiece got hot. The unit met the temperature requirements. The customer will be contacted to provide any additional in servicing needs for this product.